Event description:
A physician reported a patient who was originally skin tested on 13 september 1989; and retested 15 april 1998 in the right forearm with negative results. The patient has had multiple collagen treatments without adverse response. On 5 june 1998, the patient was treated in the nasolabial folds. After the treatment, the physician applied the polysporin ointment to the treatment sites and instructed the patient to continue application at home. On 6 june 1998, the patient called and reported the onset of a red "rash" at the treatment sites. On 9 june 1998, the patient was examined by the physician who noted a red, raised and "itchy" rash at the treatment sites. The physician prescribed soaks of water to the symptomatic areas valisone ointment, atarax, and celestone soluspan 1cc intermuscular. The physician believed the symptoms were a possible hypersensitivity to the collagen or to the polysporin ointment. No further medical or surgical intervention was prescribed or planned.